Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. A bin file analysis was performed, and a pairing failure was found within the investigation window. The allegation was confirmed. The probable root cause of the pairing failure is the transmitter was in the wrong operational mode. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.